Event description:
It was reported that the patient was hospitalized for a severe ventricular assist device (vad) driveline exit site infection. The patient received intravenous fluids, antibiotics, and vasopressors as medical interventions. Despite these treatments, the patient did not improve. The patient experienced septic shock and was found to have an ascending and external bacterial driveline infection. Diagnostic testing included wound and blood cultures, which were positive and showed an elevated white blood cell count, and a computed tomography (CT) scan that demonstrated infection. The patient declined further and was placed on comfort care. The patient subsequently died from sepsis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Of note, information provided by the site indicated that the patient expired on comfort care after experiencing septic shock from a driveline infection. Based on the available information, the device may have cause or contributed to the reported event. Per the instructions for use, driveline infection, sepsis, and death are known potential complications associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted that the patient had a history of driveline infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.